Event description:
It was reported that this patient was symptomatic and received an inappropriate shock due to oversensing of myopotentials. It was also noted that the patient's signal amplitudes have been decreasing steadily. The patient was brought into the clinic and the clinical observations were reproducible. Imaging was performed which had indicated that the electrode had migrated underneath the left breast. The system was subsequently deactivated. The patient noted that they had some dizziness after the shock but there were no additional adverse events reported.